Manufacturer narrative:
This is a supplemental report to provide additional information. The probe was discarded at the facility. Therefore, it was not returned for investigation. Based on the investigation result, a likely factor of the event might be the following: it can be inferred that proteins in the blood were adhered causing the scorch mark on the grasping section. It can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear part of it had peeled off. Based on the investigation result, it is possible that the hole in the grasping surface might have reached the temperature at which the ptfe resin melted. However, the exact cause could not be determined. The ultrasonic output was possibly activated while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). This might have caused a deformation in the grasping surface.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, serial number (B)(4). The surface of the grasping section was worn out. A hole and a scorch mark of the grasping section. Deformation of the grasping surface was observed. The grasping surface was partially peeled off. No missing parts in the grasping surface. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Ultrasonic output actuation test: ultrasonic oscillation amplitude value test: amplitude appearance test: appearance. The root cause of the reported event, such as scorched mark and the hole on the grasping surface is currently under investigation. The root cause will be updated as soon as the investigation is completed it can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear part of it had peeled off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was scorched when cleaning the procedure. The user facility states as follows, it looks like there is a hole. On november 2, omsc received the following additional information from the distributor. There is no information about the pad peeling from the user facility. The subject device was returned to omsc for evaluation. The omsc confirmed the following event on november 2, 2021 and determined that it was an medical device report (MDR) reportable event. Pad peeling. There was no report of patient injury associated with the event.